Event description:
2026-01-07: integrum was informed that axor ii unit (B)(6) has fallen off from the abutment. No injury reported. Manufacturing investigation performed; no deviations were found. 2026-02-24: technical investigation of unit (B)(6) performed. During the investigation the reported issue could be replicated; the top spring was tangled and worn causing insufficient grip. During the service the device was thoroughly cleaned, the top spring was replaced and the unit was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU and that the axor shall not be used if a stable connection cannot be achieved.

Event description:
2026-01-07: integrum was informed that axor ii unit (B)(6) has fallen off from the abutment. No injury reported. The unit has not yet been received, hence no technical investigation performed.